Manufacturer narrative:
An event regarding disassociation of an accolade stem from a metal head was reported, upon review of the medical records provided, a malpositioned cup was identified. Malposition was confirmed following a clinician review. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a clinical consultant indicated: multiple intermediate and minor factors including minimal cup anteversion with medialized position, heterotopic ossifications, higher body weight and larger femoral head size have in concert contributed to an overload condition in the right hip arthroplasty with progressive corrosion in the modular head junction, loss of taper lock functionality and ultimately catastrophic trunnion failure requiring revision. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the provided medical records were reviewed by a clinical consultant indicated: multiple intermediate and minor factors including minimal cup anteversion with medialized position, heterotopic ossifications, higher body weight and larger femoral head size have in concert contributed to an overload condition in the right hip arthroplasty with progressive corrosion in the modular head junction, loss of taper lock functionality and ultimately catastrophic trunnion failure requiring revision. While the clinician indicates that the device is malpositioned, the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device detail and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that surgeon did a revision of a right accolade tmzf stem and head and liner due to trunnion wear. The head disassociated from the neck which showed excessive wear. Cup remained implanted as it was well fixed. Update: medical review confirms cup malposition as a contributing factor.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon did a revision of a right accolade tmzf stem and head and liner due to trunnion wear. The head disassociated from the neck which showed excessive wear. Cup remained implanted as it was well fixed. Update: medical review confirms cup malposition as a contributing factor.